Event description:
It was reported that t:slim x2 pump battery would not charge even though customer used tandem charging cable, tandem wall adapter, and alternative cables and adapters, and pump showed power source alert with charging connection not recognized. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy while technical support arranged shipment of replacement pump under warranty, instructed customer to let battery fully deplete before return, to send problematic pump back within 10 days using provided materials, and to manually enter pump settings and reconnect continuous glucose monitor on replacement device.